Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger was not charging batteries. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger not working) was confirmed. Upon investigation the battery charger connector was broken into two pieces. The root cause for the damaged power unit connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged connector. The patient received a replacement battery charger.